Event description:
It was reported that the hospital was experiencing issues with the svo2 probe on a cardiohelp device. The svo2 was reading 40-56% throughout the nurse's entire shift. During night breaks, the svo2 was alarming almost continually. The stuff initialized the probe, which was successful, and when they attached the probe back onto the tubing, the reading came back up at 46% and within 5-8 seconds the reading was lost. They unhooked the probe from the circuit and attached it to the arm of the cardiohelp. They had to use a m3 spectrum to monitor the svo2, since the patient had no arterial access and they could not obtain an accurate spo2 reading. The m3 spectrum reading was 51%. No patient effect reported. Ref (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Service has been requested and a supplemental medwatch will be submitted if additional information becomes available.